Event description:
While deploying an evolution metallic stent, trigger got stuck in mid-way and they could not release fully or recapture the stent they tried various ways to deploy or recapture the stent including stylet removal but it failed. Ultimately full assembly including scope was removed from patient. Another (new) evolution metallic stent which was deployed successfully.

Manufacturer narrative:
Incident meets reporting requirements of an FDA MDR report based on the reporting precedence in place for this device family for the removal of a permanent stent (deployment related) regardless of whether the stent is fully or partially deployed and regardless of patient outcome. This complaint is in relation to an ev0-10-11-10-b device of lot number c1024916. A 1 x ev0-10-11-10-b device of lot number c1024916 was returned for evaluation. On evaluation of the returned device, it was noted that on actuating the handle, the stent did not deploy. The stent was partially deployed. It was noted that the safety wire was broken in 2 places and all of the safety wire was not returned with the device. There was damage to the flexor noted in the clear transition. The damage is evident 15mm from where the coil is protruding/exposed. The handle assembly was dismantled during the evaluation. All inner cannula and components were examined. The damaged area of the flexor was examined and it was noted that the flexor cannula was broken. The cirl research and development engineer commented that the broken flexor cannula possibly caused the issue experienced by the user. However, as actual use conditions could not be replicated in the laboratory, we cannot conclusively determine the cause of this complaint. It was also noted that the yellow and grey cogs were broken. The cirl research and development engineer commented that force would have been applied in order to break the teeth of the cogs. The customer complaint could be confirmed as the stent would not deploy, and when the handle assembly was dismantled during the evaluation, it was noted that the flexor cannula was broken. Prior to distribution, all ev0-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the ev0-10-11-10-b device of lot c1024916 revealed no discrepancies that could have contributed to this complaint issue. The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also instructed as follows: step 3 introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock the wire guide. Continue advancing device in short increments". From the info provided, there appears to be no adverse effects to the pt. Another evolution stent was successfully placed. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This f/u report is being submitted to include the device evaluation and investigation conclusions. While deploying an evolution metallic stent, trigger got stuck in mid-way and they could not release fully or recapture the stent. They tried various ways to deploy or recapture the stent including stylet removal but it failed. Ultimately full assembly including scope was removed from patient. Another (new) evolution metallic stent which was deployed successfully.

Manufacturer narrative:
This complaint address a deployment issue involving an evo-10-11-10-b device of lot number c1024916. The device has not been returned for evaluation; therefore with the information provided a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. As the device was not returned for evaluation and the conditions of use cannot be replicated in laboratory it is not possible to determine the root cause of the difficulty the user experienced. Prior to distribution, all evo-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-10-11-10-b device of lot c1024916 revealed no discrepancies that could have contributed to this complaint issue. The notes section of instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also instructed as follows "step 3. Introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock wire guide. Continue advancing device in short increments". There were no adverse effects to the pat!ent as a result of this incident. Another evolution stent was successfully placed. Complaints of this nature will continue to be monitored for emerging trends.